Event description:
It was reported that the 9800 system intermittently would not boot up. There was no report of patient injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.